Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle sutures broke and did not come out from the device. A third prostyle suture came out of the anatomy as it did not attach to the vessel. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. A hematoma developed reportedly due to several attempts to pre-place the prostyle devices. The hematoma was treated with manual compression. There was a reported clinically significant delay in the procedure due to the several attempts to pre-place the prostyle devices causing a hematoma. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two perclose devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.